Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2003; 5071-53 lead implanted: (B)(6) 2008.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low rv defib coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited low superior vena cava (svc) coil impedance. An insulation breach was suspected. The lead was explanted and replaced.